Event description:
The customer reported that the device was not working. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device was not working. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was localized to a failed paddle set. The customer ordered a replacement paddle set to resolve the issue.